Event description:
The customer reported the system will not save images.

Manufacturer narrative:
The ge service rep removed and replaced the workstation ide drive. He erased the ffb, gen and service flash, then rebuilt the nodes. He restored all calibration files, as specified in the service manual. He reseated all connectors in the workstation electronics cabinet then created four cases and saved several images/case. He verified the system is saving images properly.